Event description:
Tech alleged that while performing a function check the tech noticed that the pt left intermediate side rail would not auto lock when pushed up. No injury reported.

Manufacturer narrative:
The tech found that the handle had to be lifted to make it stay up. Tech found the cause to be the age of the bed. The tech replaced the latch spring in side rail to resolve the issue.